Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited capture anomaly and cross talk. The lead of suspected of insulation anomaly. The lead was not implanted and replaced. The patient was in stable condition prior, and during procedure.